Manufacturer narrative:
Preferred term for investigation conclusion would be "incorrect installation."

Event description:
It was reported that the head of the microscope (opmi) loosened from the mora interface before an extraction surgery. The doctor performed the surgery without the extaro 300 device. No one was injured.